Event description:
It was reported that this pacemaker was an attempted implant due to an unknown product performance issue. No adverse patient effects were reported. Another pacemaker was successfully placed. Additional information was received, this lead could not be implanted due to header connection issues. This device was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was an attempted implant due to an unknown product performance issue. No adverse patient effects were reported. Another pacemaker was successfully placed.